Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on electronic assembly, as well as moisture damage on the motor, battery tube, keypad and vibrator assembly. The device was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and a broken belt clip slot.

Event description:
The customer called and reported she was thrown into the pool with her insulin pump on and there was fluid under the lcd display and there was a tiny crack by the screen. Customer's blood glucose was 128 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.